Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, implanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient was in for dressing change and during the procedure, the percutaneous extension was cut. It was confirmed this was an advanced trial and the lead was buried. It was noted the patient had been having "a lot of oozing, dressing keeps falling off." The dressing had been replaced multiple times since the trial had started. The patient was getting good therapy results as they were planning on moving to permanent implant on (B)(6). Additional information received 10 days later via the hcp reported no interventions were taken to resolve the trial patient's cut percutaneous extension as the patient moved on to second stage and it was working great. It was noted the cut extension had been resolved.